Event description:
It was reported that during a lobectomy procedure, the sleeve of the device broke off when removed from the body. The broken piece was retrieved from the patient's body. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 1/23/09. Information anticipated, but unavailable at this time.